Event description:
It was reported that a flo-gard IV solution administration set¿s tubing fell apart. It appeared that the tubing was caught in the package seal. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed for the reported issue. Visual inspection was performed and revealed that the set¿s tubing was cut apart. The cut was located in the section of tubing between the roller clamp and luer lock. Additionally, missing seal marks were noted on the peel pouch. The reported issue was verified through sample evaluation. The cause of the condition was determined to be that the tubing was caught in the seal of the package during manufacturing. To address this issue clarification was added to the operator training and all operators were re-trained to increase awareness. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.